Event description:
The customer reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact on the customer's blood glucose level. The customer was educated on the reset of insulin parameters during shutdowns and was able to resume insulin delivery. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.